Event description:
Customer reported a statspin vet express unit caught fire from inside during the cycle spin.

Manufacturer narrative:
Statspin vet express centrifuge device reported flames from inside and smoke during operation. No injuries were reported. Burning smell remained for days after incident. No charred material reported and fire department was not called.